Event description:
The jaws of the device were sticking to the tissue, and the instrument was not cutting properly. The tissue was torn and was bleeding. To mitigate the bleeding the procedure was converted to a laparotomy.